Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument's tip was not moving correctly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument tips moved in the wrong direction. It occurred with the surgeon's head inside the surgeon console¿s high resolution stereo viewer. There was no delay, the instrument moved at correct time. The instrument was reseated but the issue was not resolved, a new instrument was used. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. .